Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that unstable and high thresholds were noted on the right atrial (ra) lead post operatively. Dislodgement was confirmed on x-ray. The lead was reprogrammed and then revised and remains in use. No patient complications have been reported as a result of this event.